Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. During device evaluation no shock delivery discrepancies observed. It was found that the shock button did not respond accordingly. Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician was able to refute the reported complaint and to confirm that the shock button is functional by testing and review of the available device data. The observed "non-responding shock button" is no device malfunction. This cr2 device is a fully automatic model, which automatically provides defibrillation therapy. For that reason the shock button is not functional, which is normal device operation. No device malfunctions observed. The customer's device was archived by stryker. The customer has been provided with replacement device.

Event description:
A customer contacted stryker to report that defibrillation energy delivery level on their device is not as expected. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.